Event description:
Manufacturer received explanted pulse generator and lead, with notice that the pt, who had the implants had died. Follow-up with the pt's treating physician revealed that they had no autopsy results to go by, but that the mother had told them that the pt had an "upper respiratory infection with cold-like symptoms" prior to death. Explant date is unknown to MFR at this time. Proudct analysis was completed on the returned pulse generator, and no anomalies were identified. Good faith attempts for further info are currently being made.